Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One 8f swartz braided introducer sheath and dilator were received for evaluation. The dilator had been perforated proximal to the distal tip. A needle/stylet assembly from current inventory was inserted and advanced through the dilator/sheath assembly; however, the needle could not advance past the location of the perforation. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Brk needle instructions for use (IFU) states, "do not alter this device in any way." The cause of the perforation is consistent with not following the instructions for use.

Event description:
During an atrial fibrillation procedure, the transseptal needle punctured the sheath. The sheath was exchanged and the procedure was completed.